Event description:
Reportedly, pacemaker replacement procedure was performed on (B)(6)2017. The atrial and ventricular leads (already implanted) were tested with psa. Normal leads measurements were confirmed and the leads were connected to the subject pacemaker. Approximately 20 minutes after the leads connection, prolonged r-r intervals were observed on ECG while the pacemaker pocket was being sutured with the pacemaker inside. The pacing mode of the pacemaker had been reprogrammed to aai in the box. Therefore, the auto implant detection function of the pacemaker was off at the time of implant.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, pacemaker replacement procedure was performed on (B)(6) 2017. The atrial and ventricular leads (already implanted) were tested with psa. Normal leads measurements were confirmed and the leads were connected to the subject pacemaker. Approximately 20 minutes after the leads connection, prolonged r-r intervals were observed on ECG while the pacemaker pocket was being sutured with the pacemaker inside. The pacing mode of the pacemaker had been reprogrammed to aai in the box. Therefore, the auto implant detection function of the pacemaker was off at the time of implant.